Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.   Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling.   (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the mid left circumflex artery (lcx). After the placement of a 3 x 28 mm promus element and 2.78 x 28 mm promus element drug-eluting stents (des) in the right coronary artery, a 2.75 x 38 mm promus element ¿ long des was deployed in the mid lcx for treatment. However, a vessel dissection was noted in proximal part of the stent deployed in lcx. Another 3.0 x 24 mm promus element des was then deployed in an overlapping manner to cover the proximal edge dissection and the procedure was completed. No further complications were reported and the patient's status was stable.